Manufacturer narrative:
H10: the device was received for evaluation with a mini cap connected to the female connector and the white twist clamp in the closed position. A visual inspection with the naked eye and magnification was performed with no issue noted. Functional testing including leak, clear passage, and clamp function tests were performed with no issues noted. An integrity test of the sealing surface of the catheter adapter was performed with no leak noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient connector of a minicap extended life pd transfer set and the titanium adapter. This was further described as "there was a rotate/loose problem between catheter connector and titanium adapter". This was observed at the hospital in the capd room during peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in follow-up MDR #1 is being corrected from blank to 07/20/2021.